Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported hyperglycemia (blood glucose 430 mg/dl) while using the ilet bionic pancreas system. The user did not contact customer care and resolved the event by changing supplies. Blood glucose returned to normal. No medical intervention or hospitalization was required. The user discontinued ilet use per healthcare provider direction and had blood glucose 93 mg/dl at follow-up on 09/09/2025.